Event description:
The customer reported that the sc 8000 bedside patient monitoring device with etco pod did not alarm when the etco2 fell below the alarm limit setting. Customer stated, the alarm was switched on. The following alarm limits were set: upper limit 50, lower limit 40. The measured value did not change status to a yellow background (serious alarm) and no alarm was posted at the central monitoring station. After a restart of the sc 8000 monitor, the alarm was posted correctly. No patient injury reported. The device was checked by a draeger medical service technician. The failure could not be reproduced. No further incidents have been reported since this time.